Event description:
It was reported that a patient underwent a hip arthroplasty on an unknown date with unknown implants. Subsequently, the patient was revised and was implanted with zimmer biomet products. Subsequently, the patient was revised for unknown reasons. The head and liner were exchanged. The patient was revised for a second time due to poor positioning of the cup and a fractured liner.

Manufacturer narrative:
(B)(4). D10: 00632005032 xlpe 20deg poly liner505254x32 61221964. G2: foreign: australia. Mechanical (g04) - head. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920 ponce